Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 04-mar-2020, UDI#: (B)(4). Coding applies to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that in 2018, the patient's leads could not be removed because if the doctor would have tried to remove the leads the patient possibly wouldn't be able to walk. No further details were known by the caller. No symptoms were reported. It was noted the caller was an MRI technician requesting MRI compatibility for an MRI of the knee. MRI compatibility was reviewed. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the doctor on may 30, 2019, which conflicted with what the patient had previously reported regarding why the leads were left implanted. The doctor reported that the patient was getting relief from the ins for a year but then developed left hip pain at the ins site, which required persistent reprogramming and testing. The patient therefore, decided to remove the ins but desired to leave the paddle leads in place in case they ever were to decide to replace the ins. Per the operative report that was provided, the leads were removed from the ins and then capped using a lead extension in order to reduce the risk of scarring as recommended by the manufacturer. The capped leads were then carefully coiled into the subcutaneous pocket, irrigated and then closed. No further complications were reported or anticipated.

Manufacturer narrative:
Updated to product problem and adverse event. If information is provided in the future, a supplemental report will be issued.